Manufacturer narrative:
Updated the following reported problem code, conclusion code grid, evaluation results code grid, component code grid originally provided on MFR report number 3003832357-2024-00590.

Event description:
It has been reported that the device screen goes blank and does not turn on.